Event description:
The safety needle cover was not present when the needle was removed from the angiocath after insertion. Nurse examined closely for signs of the cap and found none. X-ray to patient's forearm revealed no foreign object found.